Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient an infusion set leakage on 28-may-2024. The blood glucose level of the patient was 7.1 mmol/l. The issue occurred on first day. No further information available.